Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that there was a "failure with the defibrillation button". It was reported that the device was in use on a patient at the time the alleged malfunction was observed. No adverse patient impact was reported by the customer.